Event description:
A customer reported to baxter a damaged transer set found before any connection to the patient was made. There was a crack in the light blue part of the minicap transfer set.there was no patient invovlement or injury or medical intervention indicated at the time of the initial report

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.since the lot number is unknown, no batch review will be performed. This product is not distributed in the us and therefore does not have a 510k number.

Manufacturer narrative:
(B)(4). This complaint for a damaged minicap transfer set was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection revealed cracks in main body. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted.